Event description:
It was reported that tip damage occurred. The target lesion was located in the deep vein. A zelantedvt clothunter was selected in thrombectomy procedure, during the procedure, the catheter reached the lesion through a non-bsc sheath and guide wire and then the contrast medium was performed with the catheter. It was noted that the catheter was damaged near the end, and then the catheter was withdrawn. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported the damage was located in about 4 centimeters from the tip of the catheter.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the angiojet zelante catheter was returned for analysis. Inspection of the device revealed shaft kinks. The catheter was unable to prime and the console issued an under-pressure alarm message. A hypotube separation was observed at 7.5 cm from the tip along with additional shaft kinks located at 6.5 cm and 5.2 cm from the tip.

Manufacturer narrative:
E1: initial reporter phone:(B)(6).

Event description:
It was reported that tip damage occurred. The target lesion was located in the deep vein. A zelantedvt clothunter was selected in thrombectomy procedure, during the procedure, the catheter reached the lesion through a non-bsc sheath and guide wire and then the contrast medium was performed with the catheter. It was noted that the catheter was damaged near the end, and then the catheter was withdrawn. The procedure was completed with a different device. There were no patient complications as a result of this event.